Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. The keypad cover was missing/peeling from the pump.there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-jun-2018 with the following findings: during investigation, the keypad was peeling up at the ok key. All keys responded appropriately. The keypad cover was removed to find no contamination to the button contacts. The pump cover was removed to find no evidence of internal moisture. The keypad latch was fully closed. No damage was found to the keypad flex. Unrelated to the original complaint, the display screen had a pinkish contrast. Additionally, the cartridge compartment was damaged at the threads, and the battery compartment was cracked on the side from the threads to the cover.